Event description:
During a regular follow-up performed on (B)(6) 2012, atrial lead impedance above 3 kohms was confirmed. Absence of pacing and sensing were also confirmed on the atrial side. Nevertheless, x-ray picture did not reveal atrial lead failure, and reported behavior was not associated with any pt symptoms. Physician decided not to re-intervene; pacemaker was reprogrammed in vvi mode; and a new pacemaker check has been scheduled within approximately one month time.

Manufacturer narrative:
On (B)(4) 2012: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.